Event description:
It was reported that catheter issue occurred. The 90% stenosed lesion was located in a vessel with s-type tortuosity. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the tip broke and was stuck in the coronary. The device was clamped, and a non-compliant balloon was used to remove the plastic tubes that were stuck in the blood vessels. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly and that the imagine window was detached near the lap joint section.

Event description:
It was reported that catheter issue occurred. The 90% stenosed lesion was located in a vessel with s-type tortuosity. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the tip broke and was stuck in the coronary. The device was clamped, and a non-compliant balloon was used to remove the plastic tubes that were stuck in the blood vessels. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.